Manufacturer narrative:
Conclusion: customer declines repair at this time.

Event description:
It was reported via repair work order that the footend lift was stuck elevated due to a damaged lift gear. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.